Event description:
When performing rf wanding at the end of procedure, a detection was noted. All counts were correct. Sponges were checked and small tear in the sponge. X-ray taken and item found. It was removed by laparoscopic procedure.